Event description:
During an in clinic follow-up, inappropriate defibrillation therapy and inappropriate anti-tachycardia pacing was delivered for fast atrial fibrillation. No malfunction was alleged against the device. The device was reprogrammed and the patient was administered a change in medication to resolve the event. The patient was in stable condition.